Event description:
The device was malfunctioning; the stimulation was errant. Impedances were all greater than 10,000 ohms. The system was replaced. It was stated there was "no injury".

Manufacturer narrative:
(B) (4). Final analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from hcp.